Event description:
It was reported that a 45-year-old female patient who underwent a primary breast augmentation procedure with an unspecified mentor saline breast prosthesis developed baker grade iii capsular contracture in her left breast post implantation. The capsular contracture was diagnosed during an office visit. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04-mar-2024, mentor received additional information about the event. Mentor became aware that the ruptured right breast prosthesis is a mentor memorygel breast implant 375cc gel breast prosthesis. This medwatch report is for the patient¿s left breast prosthesis. No additional information was provided for the patient¿s left breast prosthesis. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On 19-feb-2024, mentor received additional information about the event: the patient was diagnosed with right breast prosthesis deflation. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2024-02694 for the report for the patient¿s right breast prosthesis. The patient underwent bilateral explantation and replacement with a mentor memorygel xtra breast implant 350cc gel breast prosthesis and a mentor memorygel breast implant 325cc gel breast prosthesis on (B)(6) 2024. Reason for device explant and/or reoperation: left breast capsular contracture, right breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).